Manufacturer narrative:
The reported event was atrial port screw stuck and could not remove intact atrial lead from port. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28388. It was reported that the patient presented for a generator change procedure. During the procedure, the pacemaker set screw was stuck and the right atrial lead could not be removed from the header. The pacemaker was removed and replaced and the lead was capped and replaced on (B)(6) 2021. The patient was in recovery.